Manufacturer narrative:
The surgeon side console (ssc) sadd has been returned and evaluated by the failure analysis (fa) team . In via lighthouse review logs, error 40120 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The sadd was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the sadd were inspected and all values were within expectation. Then ten powercycles were performed, the sadd left in the golden system to idle for 3hours with no issues found. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to reported events.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Although the probable root cause is linked to the device, it is unable to be traced more specifically as failure analysis was unable to replicate the issue with the ssc advanced display driver (sadd) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the surgeon side console advanced display driver (sadd) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported, a fault occurred on console 2, prompting a restart message. The customer moved to console 1 to continue the procedure before contacting support. The tse found no related errors in the available logs. The tse inquired if a restart could be completed, and the caller indicated they would do so after the case. The tse requested a photo of the logs, which showed 40120 errors reported by the console common computer controller (ccc). The customer planned to power cycle the system after the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Provide correction to g3 field associated with -1: g3 - date received by MFR = 2/13/2026.

Event description:
Refer to h11 for follow-up information.